Manufacturer narrative:
Product analysis the device was received alongside and obturator. Bends and deformation were evident to the shaft. The device was flushed with no issues noted. Significant resistance was encountered when attempting to load obturator and in-house 25 fr harmony dcs. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sentrant sheath was used as a conduit in the implant of a medtronic pulmonary valve. There was normal vessel tortuosity. The sentrant sheath was inspected before use and appeared normal. It was reported the 25f delivery system of the pulmonary valve could not enter the 26f sentrant sheath. While attempting to advance the delivery system the sentrant sheath became kinked at the distal mid level. An artery forceps was used at the hemostatic valve to open and dilate the entry point of sheath-hemostatic valve. There was no blockage or material visible in the sentrant and it was flushed 3-4 times with saline. Alternatively another 26f sentrant sheath was used with success and the valve was deployed. Per the physician the cause of the insertion difficulties could not be determined.

Manufacturer narrative:
Product analysis two still images were received for analysis. Image depicts a sentrant sheath held in a gloved hand. No deformation evident to seal or end-cap. Second image depicts a sentrant sheath laid on a table. No deformation to the sheath can be confirmed due to the quality of the image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.